Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was torn in half by a lawnmower. The customer's blood glucose was 110 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
H10 initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.